Event description:
Two incidents were reported by this user facility. Dr inserted neurosensor probe into white matter. No wafeforms were present. The probe was removed and discarded. It is unconfirmed whether the probe or dr's placement of the probe contributed to this reported incident. This medical device report is linked with medical device report #2023988-2005-00040.